Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, the following was found: the bend angle in the up direction did not meet the standard due to wear of the angle wire. The suction volume did not meet the standard due to a broken channel tube. Waterproofing was not possible due to a broken channel tube. The bending section cover adhesive was floating. The connecting tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had an air/ water channel leakage. The event occurred during preparation for an intended diagnostic procedure. The procedure was completed using a similar device. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the coating was peeling off of the connecting tube. This report is being submitted to capture this reportable malfunction which was identified during the evaluation.